Event description:
It was reported that device interrogation revealed backup vvi. The device firmware upgrade had not been performed. The device was successfully restored through the etp. The patient was not symptomatic prior or post download. The patient will be followed normally after device programming.